Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive and screen was frozen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the motor made loud grinding noise after no delivery alarm. Customer also stated that the battery were lasted seven days. Customer declined to troubleshooting with technical support. The insulin pump will not be returned for analysis.